Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection confirmed a saline leakage due to a cylinder tear. The cause of the cylinder tear has not been identified in the hospital. The pump and cylinders were removed and replaced. The patient had a stable outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reported event of ipp not working properly. A fluid leak was identified in the pump kink resistant tubing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: product analysis identified a fluid leak in the pump kink resistant tubing (krt) due to fatigue and worn; hole was present. The contamination was found inside pump. The pump was not functionally test due to contamination was found inside pump. The ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation, as product investigation identified device malfunction with the returned pump.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection confirmed a saline leakage due to a cylinder tear. The cause of the cylinder tear has not been identified in the hospital. The pump and cylinders were removed ad replaced. The patient had a stable outcome following the procedure.